Manufacturer narrative:
The unit was received with no button response due to corroded keypad traces. There was no button error alarm or blank display noted during testing. There was no moisture damage inside the insulin pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose was 128 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.